Event description:
It was reported that the patient presented in the clinic due to diaphragmatic stimulation causing discomfort. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture due to lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.